Event description:
Infusion pump with a failure code 812:02. The facility representative stated they have no record of any patient incident involving this pump since the last baxter service event. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.